Manufacturer narrative:
Insulin pump was received with frozen display and constant tone due to faulty interface board. No black dot on display or blank display noted. Unable to verify keypad/button unresponsive or perform functional testings due to frozen display. No moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 11 mg/dl at the time of the incident. The customer was at 280 mg/dl at the time of the call. The customer was given a shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was also having an unresponsive keypad on their pump, as well as a black dot on the pump screen. The insulin pump will not be returned for analysis.